Event description:
Event description guidant received information that these leads were not implanted due to an unspecified patient condition. Additionally, the ventricle was perforated during the procedure.